Event description:
On (B)(6) 2014, the reporter contacted animas stating there was an intermittent power issue with the pump. It was noted that the battery cap threads were stripped. The battery cap reportedly was replaced approximately 1 to 3 months ago. There was no indication of damage to the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.